Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat 95% stenosed, heavily calcified, 3.5mm proximal left anterior descending artery. Three low-speed treatments were performed with injections in between each treatment. After successful treatment, the oad was removed, however, the viperwire advance guide wire was pulled during the removal of the oad and the wire position was lost. The oad and viperwire were removed together. The vessel was re-wired with a non-csi guide wire. A perforation was observed on fluoroscopy. Multiple balloons and stents were used in an attempt to treat the perforation. The patient's activated clotting time was over 600 seconds. Pericardiocentesis was performed and an echocardiogram was used. Hematoma developed. The patient coded and expired.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted once the investigation is complete. Csi ID: (B)(4).

Manufacturer narrative:
H6: 1884 no longer applies to this event, as the bleed was observed at the access site and not related to orbital atherectomy. The oad was returned for analysis. There was no damage observed with the driveshaft or handle assembly that would have contributed to the reported event. Review of the device data log did not identify any events that would have contributed to the reported complaint. The oad crown diameter was measured and met drawing specifications. However, analysis did observe adhered biological material on the driveshaft at the crown section. It is unknown whether the accumulated material was related to the reported complaint. A test wire was able to pass the adhered material with some resistance. Analysis did not identify any damage that may have contributed to the accumulating material. The morphology and exact root cause of the accumulated biological material was unknown. When tested, the oad functioned as intended. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).